Event description:
A pt reported blood glucose results of "140 mg/dl, and 400 mg/dl, and 98 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.